Event description:
Olympus customer service was informed that the customer high definition autoclavable camera head reportedly was "defective, no picture" during inspection before procedure. The device was replaced with another and the intended procedure was completed. No patient injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
The suspected device was returned to the regional repair center for evaluation. The customer's reported issue was confirmed as the device has no image due to a defective/broken cable unit. The breakage to the cable was found to be located near the charged coupled device unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a cable breakage has been confirmed. Thus, the phenomenon ¿no image¿ may have occurred due to cable breakage causing failure of the video function. The cause of the cable breakage could not be specified but could likely be attributed to wear and tear and customer mishandling. Olympus will continue to monitor field performance for this device.